Event description:
Patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (3/27/2017) medical records received. Alleges hip, back, and foot pain, decreased mobility, metallosis, and fear of falling or jarring/injuring new revised hip, metallic poisoning, leg length discrepancy, trochanteric bursitis, implant popping, difficulty standing and sitting. Right hip revised for pain. Revising surgeon noted the presence of a small amount of non-purulent fluid in the joint. Stated there was no identifiable pseudotumor. No evidence provided for loosening, osteolysis, trunnionosis, or metallosis within the record. Indicated that he was required to lengthen her right leg to maintain adequate stability. Available metal ion lab results do demonstrate a chromium result of 7.0 ppb, meeting the criteria for metal ion toxicity. The stem will be added to the complaint and elevated metal ions will be reported, as well is implant noise for the alleged popping, and poor joint mechanics:leg length discrepancy.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.